Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. As part of continuous improvements, a corrective action has been opened which includes assembly process changes. These actions are designed to prevent the reoccurrence of the reported defective condition. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an adverse event occurred with a feeding tube. The customer stated the covidien system does not vent well. The design is a closed tip system with only two vent holes in the bottom of the tube. Since switching to the covidien system, they have experienced an increase in intestinal perforation rates. Their providers believe that this could potentially be a result of the decreased venting provided by this system since the tip of the tube is closed, the nutrition does not fully leave the tube, causing a buildup. They did not specify how many incidents of intestinal perforations have occurred or how many patients were involved. The customer only said that there is an overall increase since switching to the covidien tube. The customer changed the tubing and had to begin treatment of the perforation. Some patients have been discharged; others are still in the nicu. They will not provide specifics. Samples and lot numbers are not available because they were discarded.